Event description:
It was reported that during a ptca procedure involving a lesion located in the heavily calcified left anterior descending (lad) coronary artery, the maverick2 monorail balloon ruptured at 12 atms. The number of inflations and to what atms is unk. The procedure was successfully completed with a different device. No pt injuries or complications were reported. Pt status is reported as 'ok'.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.